Event description:
It was reported that increased capture threshold, inappropriate low voltage output, and undersensing were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events of inadequate capture, undersensing and inappropriate low voltage output were confirmed. As received, a complete lead was returned in one piece. Electrical testing of the lead found an internal short found between the inner coil and outer coil conductor paths and the inner insulation was found to be breached/abraded exposing the inner coil at the distal region of the lead. The cause of the reported event was due to the exposure of the inner coil in the breached/abraded inner insulation zone.